Event description:
Facility reported that at the beginning of the pt's treatment blood began squirting out of the venous line approx 15 cm from the dialyzer connection. Estimated blood loss. 250-300 ccs. No pt injury reported.